Manufacturer narrative:
(B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported by the vad coordinator that the patient came to clinic with reports of multiple critical battery alarms and power disconnect alarms. The coordinator stated that this appeared to have happened on all batteries. The patient stated that the batteries were showing a full charge at the time of the event and both were physically connected to the controller during the "double disconnect" alarm. The patient's pump did stop during this event.

Manufacturer narrative:
(Controller-(B)(4)): bat311956 - battery, model#: 1650, expiration date: 2017-01-31, mfg. Date: 2015-01-31. Bat311972 - battery, model#: 1650, expiration date: 2017-01-31, mfg. Date: 2015-01-31. Two batteries and one controller were returned for evaluation. Review of the receiving inspection records confirmed that the associated device ((B)(4)) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event of multiple "critical battery" and "power disconnect" alarms. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms when both batteries were connected to the controller. Log files also revealed two power disconnect alarms when bat311956 was connected to port 1 of the controller. The last alarm seen in the alarm log files was a vad stopped alarm and there were no further alarms or data recorded. This is likely indicative of a controller exchange. However, event log files show a controller power up that occurred 4 hours after the last entry recorded in the data log file. Event log files showed a controller power-up event logged on (B)(6) 2016 at 16:26:36 hours. Therefore, the pump stop mentioned in the event details could not be verified in the log files. Further review of the log files showed premature switching events involving both batteries. However, analysis of the devices revealed the batteries and controller met specifications; the batteries passed visual examination and functional testing but the controller failed visual inspection due to deep scratches on the controller top housing, contamination on the serial port and a film of residue from an unknown substance in driveline connector. Functionality of the controller performed as expected. The critical battery alarms, power disconnect alarms, and the premature switching events are most likely due to communication anomalies between controller and batteries. The most likely root cause of the reported events can be attributed to the communication anomalies between the controller and batteries. The manufacturer has opened an internal investigation to address communication anomalies between controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: model/lot #, manufacture site, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Corrected: PMA#. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Two batteries were returned for evaluation. The controller involved in the reported events was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event of multiple "critical battery" and "power disconnect" alarms. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms when both batteries were connected to the controller. Log files also revealed two power disconnect alarms when (B)(4) was connected to port 1 of the controller. The last alarm seen in the alarm log files was a vad stopped alarm and there were no further alarms or data recorded. This is likely indicative of a controller exchange. However, event log files show a controller power up that occurred 4 hours after the last entry recorded in the data log file. Therefore, the pump stop mentioned in the event details could not be verified in the log files. Further review of the log files showed premature switching events involving both batteries. However, analysis of the devices revealed the batteries met specifications; the batteries passed visual examination and functional testing. The critical battery alarms, power disconnect alarms, and the premature switching events are most likely due to communication anomalies between controller and batteries. (B)(4) - battery / catalog number / expiration date unk. (B)(4). Heartware has opened an internal investigation to address communication anomalies between controller and batteries heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.